Manufacturer narrative:
B5: describe event or problem- correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 01/11/2024. On the same day, it was reported that the patient did not feel well, was nauseas and was vomiting. No cgm nor blood glucose values were reported from this time of the event, but an ambulance was called by the patient¿s father. At the emergency room a fingerstick was taken and the blood glucose reading was 534 mg/dl, there was no cgm reading reported from that moment. The patient got admitted into the ICU and stayed for a total of 3 days. The patient received intravenous treatment with insulin and magnesium. During the time in the hospital the patient alleged that there was a difference of 150 to 200 mg/dl, but no specific values were reported. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient did not feel well, was nauseas and was vomiting. No cgm nor blood glucose values were reported from this time of the event, but an ambulance was called by the patient¿s father. At the emergency room a fingerstick was taken and the blood glucose reading was 534 mg/dl, there was no cgm reading reported from that moment. The patient got admitted into the ICU and stayed for a total of 3 days. The patient received intravenous treatment with insulin and magnesium. During the time in the hospital the patient alleged that there was a difference of 150 to 200 mg/dl, but no specific values were reported. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.